Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. The review of the lot history record (f1609903) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available, a supplemental MDR will be filed. Investigation results of companion samples: 3 unused devices from the same lot (f1609903) were returned to cardinal health for evaluation. Leak testing was performed on the balloons from the returned devices with water, and no leaks were found in the balloons. The balloons of the 3 companion samples were fully inflated and pressure was maintained during the investigation. There is no evidence to suggest that the 3 unused mynx vascular closure devices did not meet specification or perform as intended per the IFU. This is report 4 of 4; from the same user facility and from the same lot number as MFR report #: 3004939290-2016-00189, 3004939290-2016-00190 and 3004939290-2016-00191.

Event description:
It was reported that the balloon of the mynxgrip device lost pressure when it was introduced into the sheath and upon immediate inflation. The device was being used with a 5f procedural sheath for right groin arterial closure following a diagnostic procedure. At prep, the black marker on the inflation indicator was fully exposed. Resistance was not felt while inserting the device. Resistance was not felt while pulling back to the arteriotomy. The patient was given protamine, the device was removed from the patient and manual pressure was held for approximately 20 minutes (no more than 30 minutes) to achieve hemostasis. Everything was reported to be fine after manual pressure was held. The patient's hospitalization was prolonged as a result of the event (from 2 hours to 6 hours). Additional information was requested but was unknown.